Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie did not open.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed, did not open and under maintenance mode. A field service engineer found missing cubie pocket since the maintenance required error message appeared on the device and confirmed that the customer placed new pocket in slot and recovered successfully to resolve the issue. The system functioned as intended after the customer resolved the issue.